Manufacturer narrative:
(B)(4).

Event description:
During lead implant the stylet could not be withdrawn from the lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece. Visual inspection found the stylet coating to be stripped and bunched at the distal end of the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found was consistent with that occurring at the time of explant. The field report of stylet could not be removed was confirmed.